Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 370 mg/dl. Customer stated that her insulin pump stop working and she had diarrhea and dehydration prior to hospitalization. Nothing further was reported.